Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain two on the home choice (hc). The home patient (hp) had disconnected during the dwell phase and reconnected. The hp stated the hc was then alarming with a se 2240 and the drain had started. The technical service representative (tsr) explained the hp would need to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient disconnecting and reconnecting is a known cause of the alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed on the proper way to disconnect from the device during therapy and returning after disconnecting. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.